Event description:
The customer contact reported air in the tubing. The tubing set was being used to deliver an unspecified medication. After an unspecified length of time, it was reported that an unspecified volume of air bubbles were noted at an unspecified location in the tubing set. It was reported that after an unspecified length of time, the air bubbles were forming again in the tubing. No specific details were provided. There were no reports adverse patient effects and no reported delay of therapy critical to this pt. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. During the investigation, no possible causes for the customer reported air in the tubing were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.